Manufacturer narrative:
Additional information: g3, h3, h6 the complaint allegation is confirmed based on photographic evidence showing a damaged ar-2324bcc swivelock® anchor (batch 15415486). The anchor body and shaft appear visibly damaged and warped. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported failure. The damage is most consistent with misaligned insertion and/or inadequate bone preparation, as well as prying or leveraging of the device during insertion, which can result in mechanical overstress and deformation of the anchor body. Per dfu guidance (dfu-0087-eo, revision 5, section g. Precautions): make sure to use the recommended drill bit or punch to create the bone socket. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone.

Event description:
On 10/16/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-2324bcc biocomposite closed-eyelet swivelock suture anchor broke during an ankle arthroscopy because the doctor decided to perform an acl reconstruction with augmentation. When placing the first anchor, the doctor did not mark the fibertape to adjust the tension and went straight in. The screw stripped at the initial part, so the doctor removed the anchor. The peek eyelet remained intact. He re-tapped, verified the direction, and presented the anchor in the hole; this time, he did mark the fibertape. While screwing in the anchor, the shaft of the paddle began to open, preventing the implant from entering, and subsequently it broke. However, the procedure was successfully completed, and no patient was affected. Additional information received on 10/23/25 from the rep advised that the drill bit and machuelo were used for the swivelock 4.75 of the internal brace. They advised that the patient was young at 20 years of age, and that all fragments were recovered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.